Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra meter has a power issue (unit powers off during use). On april 24, 2008, this medical affairs specialist contacted the patient to obtain more information. However, the patient could not recollect the details of the incident of the day prior to original date. The patient tests his blood glucose more than 4 times per day. The patient takes metformin and prandin daily in addition to the lantus insulin (15 units) taken once at night. The patient has symptoms of hypoglycemia twice per week on average. The patient's post meal blood glucose ranges from 160 mg/dl to 170 mg/dl. The patient pre-meal blood glucose ranges from 100-110 mg/dl, at night 70 mg/dl to 85 mg/dl. On the same day at 8 am, the patient was unable to obtain a blood glucose reading due the reported issue. The patient reportedly skipped his 15 units of lantus insulin because he was unsure of what his blood glucose was. After the reported issue began, the patient developed symptoms described as "shaking." The patient did not test on another meter and denied receiving any medical intervention because of the reported issue. It would have been helpful to obtain the following information: what the time and date of when the symptoms began and the events that lead up the symptoms such as food intake, diabetes medication regimen, and blood glucose readings. The reported issue was not resolved, as the patient did not replace the meter's battery per the owner's manual. This complaint is being reported because the patient claimed he had symptoms that can be associated with severe hypoglycemia after the reported issue began. A patient may not be able to obtain an actionable blood glucose result while a meter is powering off during use. Replacement products were sent to the patient.